Event description:
It was reported that prior to an implant the manufacturer representative received a power on reset (por) message from the device. The manufacturer representative cleared the por using the clinician programmer but put it back on the shelf and did not implant it in the patient.

Manufacturer narrative:
(B)(4).